Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered therapy when the patient's rate was below the rate cut-off. Therapy should be delivered once the patient's intrinsic rate reaches or exceeds the programmed rate-cut off. It was also reported that because of this the patient received atp therapy once.